Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that patient did not charge their implantable pulse generator (ipg), as a result the ipg was unable to be charged. The device was explanted, and a new device was implanted as a result to resolve the issue. Patient has effective coverage in the cervical spine and lower back and legs. There were no complications during the procedure. Patient was stable.